Event description:
It was reported that during a prostate procedure the fiber tip broke and went into bladder ¿ tip was retrieved, case completed, no patient injury. Additional information not reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the distal end of the glass cap and the metal cap were detached and returned; the metal cap exhibited moderate burnt on detritus; the glass cap exhibited moderate devitrification at output window; the outer flow tubing exhibited severe signs of melting at the open end location. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.